Manufacturer narrative:
The oad was returned with the guide wire for analysis. The driveshaft was observed to be cut into three stretched out sections with the wire engaged in the distal section. The wire was observed to be cut near the tip bushing with the spring tip not returned for analysis. The damage was likely due to removal and troubleshooting attempts and were not considered a contributing factor to the event. Review of the device data log identified 12 stall events. The cause of the stall events were unable to be conclusively determined. The crown diameter was measured and met specification. When tested, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During the procedure, the diamondback 360 peripheral orbital atherectomy device (oad) got stuck sub intimal in a moderately calcified mid anterior tibial artery (at). The physician attempted to inflate a balloon to free the oad, however, this was unsuccessful. The oad sheath was cut, while keeping the viperwire advance guide wire in place to advance a guide catheter to incapsulate the oad and remove from the vessel. The oad was retrieved, with the crown remaining in the sheath. The procedure was completed after removal of the oad.